Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Initial reporter occupation: (B)(6). Event site postal code: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the provided guidewire was removed out of the sheath and the spring stretched around 5cm from the tip making it unusable. The customer then prepared another company's 0.021-inch guidewire and tried to insert it into the catheter, but the size did not match and they could not insert it. The customer then used another company's 0.014-inch guidewire to insert the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. Complaint record ID # (B)(4).

Event description:
N/a.